Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this device, the physician experienced difficulty inserting the leads into the device header. Both leads were successfully interfaced after multiple attempts. No adverse patient effects were reported.